Event description:
It was reported that review of data indicated the device had an electrical reset three times on different dates. It was noted to be rare and possibly something wrong with the device. Upon follow-up, the hcp indicated the decision was made to not replace the device. It was later reported the device had no telemetry. Upon interrogation, an electrical reset message appeared and the device parameters could not be reprogrammed. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) each time an interrogation with a windows based model 2090 programmer was attempted an illegal op code por (power on reset) resulted. Analysis determined that a bit in the on-chip sram of a microprocessor was read as a logic low instead of a logic high resulting in the illegal op code pors.

Event description:
It was reported that review of data indicated the device had an electrical reset three times on different dates. It was noted to be rare and possibly something wrong with the device. Upon follow-up, the hcp indicated the decision was made to not replace the device. It was later reported the device had no telemetry. Upon interogation, an electrical reset message appeared and the device parameters could not be reprogrammed. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.